Event description:
The customer reported the white blood cell (wbc) and red blood cell (rbc) baths were overflowing on the act diff instrument. The volume was reported to be about 15 milliliters and the leak was not contained.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse stated the customer had replaced the clenz filter at pinch valve 13 (pv13) and did not get the twist lock tightened properly which caused the drain pump to draw in air from the loose fitting instead of draining the fluid from the baths causing the baths to overflow. The fse tightened the loose fitting and the baths drained properly which resolved the leak. The fse also found the hemoglobin lamp had shorted out due to the leak so he replaced the hemoglobin lamp to resolve the hgb lamp failure. (B)(4).